Manufacturer narrative:
The reported issue was unconfirmed, as the product met specification. The pads were inspected and found to have the trim pattern correctly performed. The plastic tubes were found completely assembled covering the total of clamping rings on the plastic connector and manifold connector. The foams were found free of damages, tears, and perforations. The seal between the manifold connector and pad was found completely sealed and the energy connectors were found free of damages. It was noted that there was evidence of the sealing presence on the pads. No manufacturing related issues were noted during the visual evaluation of the pads returned. The flow rate was found to be acceptable on all the returned pads. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4).

Event description:
It was reported that the connection between the pads and fluid delivery lines were good, however the flow rate stayed under 1.4l/m. The hospital staff emptied the pad and attempted to restart a couple of times, however the flow rate did not go to normal range. Per additional information, the pad was replaced and applied to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the connection between the pad and fluid delivery lines was good, however the flow rate stayed under 1.4l/m. The hospital staff emptied the pad and attempted to restart a couple of times, however the flow rate did not go to normal range.